Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during a diagnostic unknown procedure using a gastroscope, upon pushing the biopsy forceps through the channel, the physician noted there was an unknown foreign debris that exited the scope. The debris was suctioned and a new scope was used to complete the procedure. The customer reported that the debris was a white fragment that could have been the tip of the brush used for cleaning. There were no error messages observed. No additional interventions done. The physician gave the patient some probiotics. The device has been used after and no malfunctions or similar incidents happened. There were no reports of patient or user harm associated with this event.